Event description:
It was reported that the patient presented via remote transmission. Upon review, the implantable cardiac monitor (icm) exhibited undersensing of r waves which triggered false episodes of atrial fibrillation. Programming changes were discussed but not made. The patient was in stable condition.